Event description:
Event was reported to (B)(4) by an attorney. The patient suffers extreme pain in my groin, vaginal pain, painful intercourse, ongoing constipation, difficulty walking, and urinary incontinence. No further information has been provided.